Manufacturer narrative:
This ipg serial number was included in (B)(4). Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received a scs system on (B)(6) 2010. It was reported that the pt last recharged in (B)(6) 2011. Shortly thereafter he turned stimulation off because it was aggravating his pain. Stim was turned back on approx (B)(6) ago, but stimulation only lasted for a couple of days. The charger and the programmer are no longer able to locate the ipg. Attempts to correct the reported issue with a new charger and reprogramming of pt programming (pp) have ben unsuccessful. The pt is working with his doctor for the next course of action. No further info is available at this time.